Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal coronary angioplasty [ptca] procedure, the 6f introducer sheath detached from its hub. The physician had acquired retrograde femoral artery access and had negotiated the patient's aorta to cannulate and opacify the coronary artery. During the procedure the sheath detached from the hub. The physician then successfully removed the remaining sheath from the patient with a vascular snare device.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force during removal. A review of the device history record and complaint database could not be performed since the lot number was not provided.